Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended bolus dosages by the pump were larger than expected. Reportedly, the customer programmed a bolus for a blood glucose (bg) value of 256 (mg/dl) and the pump calculated a bolus dosing of 20 units. Review of the pump data logs showed that the customer had incorrectly programmed the 10am correction factor settings as 1u:5mg/dl instead of 1u:50mg/dl. Tandem technical support assisted the customer in successfully adjusting to the desired setting.